Manufacturer narrative:
The sonicare proresults brush head is an accessory to the sonicare easyclean power toothbrush.

Event description:
Consumer complained about bristles falling out in their son's mouth. No injury reported. No medical attention sought.